Event description:
It was reported that after receiving the products, in the package included a pressure gauge, which is normally not included with this product. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records showed there was one nonconformance was reported as noted in the analysis details. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. The customer requested part 23-0757. Part 23-0757 was sent however the label on the bag identified part as 23-0747. The root cause was related to manufacturing choosing the incorrect label format. No action will be taken at this time as there is no risk and the incident was confined to the reported lot number.